Event description:
Developed all symptoms described in description of acanthamoeba. Had been treated for allergies, but developed vision loss. Sough additional medical treatment. One month later, FDA report is released. I had been using amo complete contact lens solution. At this time my corneas are clear, per follow-up visit in 2007. Dr does not know if that is what I had or if it was something else, but does agree that symptoms were same. Dose: daily use. Frequency: daily. Route: optic. Dates uf use: 2007. Diagnosis or reason for use: contact lense cleaner.